Event description:
It was reported that this right ventricular (rv) lead exhibited noise in two stored episodes. A review of the episode electrograms indicate the rv lead noise was oversensed resulting pacing inhibition and asystole greater than two seconds. It was noted that there have been no additional episodes for approximately four months. Boston scientific technical services (ts) indicated the noise could be myopotential noise and recommended performing a detailed system evaluation to ensure lead integrity, including performing isometric and valsalva manipulation testing. The patient was checked, and noise was unable to be reproduced, no rv lead impedance abnormality was observed, and all lead diagnostic data was noted to be appropriate. As a result, the rv lead sensitivity programming was changed, and the patient will continue to be monitored via remote monitoring and regular follow-up visits. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.